Event description:
During an endoscopic procedure to treat a lesion in the duodenum, the physician used a cook hemospray endoscopic hemostat. It was reported that a patient of undisclosed gender and age underwent an upper endoscopy procedure. The hemospray device was introduced through the endoscope. The tech stated that the device wouldn't compress/deploy [unable to spray-subject of report]. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Continued: section g: 510k: k200972 the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Continued: section g: 510k: (B)(4). Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Both catheters presented with bends and kinks throughout the length. The device was not tested as returned due to being previously deactivated. The co2 cartridge was fully punctured. The foam insert was present inside the handle in the correct position and orientation. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. Co2 could be heard escaping inside of the device upon activation. The handle was disassembled and the tube connecting the regulator to the low pressure valve was found to be disconnected at the regulator side. The tubing shows evidence that it was previously fitted to the attachment peg on the regulator. The attachment peg was whole and no indication of breakage or nonconformity. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was a detached tube inside the device. The cause of the detached tube is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.